Manufacturer narrative:
Conclusion: retained samples visually inspected for attribute defects and no defects were observed. The retain samples were tested for sterility and were found to meet specification.

Event description:
It was reported that the patient underwent cholecystectomy on an unknown date and suture was used. Approximately 14-18 hours after the procedure, the patient experienced an infection at the surgery site with pus formation. The patient was administered antibiotics. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.